Manufacturer narrative:
D9 - date returned to mfg: 2/4/2025 customer provided two photos; the complaint of blood leaking could not be confirmed from the photographs provided. Received one used lat-d1000 tego connector for inspection. As received, there was excessive seal tearing found on the tego. The tego was accessed and examined; the fluid path was found to be occluded due to the seal collapse. No mating device was returned for evaluation. The reported complaint of the blood leaking from the tego can be confirmed. This was part of a corrective and preventative action (CAPA). The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application.

Event description:
The event involved a tego connector where it was reported after the tego was changed after treatment, lines were removed and blood started coming out of the tego. Someone became aware of the issue during an observation by a clinical staff as part of dialysis procedure. No medication being used with this product. The product was not reprocessed or re-sterilized prior to use. There was patient involvement, there was no adverse event, patient was not harmed as a result of the reported event and there was delay in therapy.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.